Event description:
Information received by medtronic indicated that inpen was damaged. Customer also reported that inpen was malfunctioning as they dial for 4 units inpen was registering 1 unit. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: n/a . Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Customer reports: dose log inaccuracy and dose dial gets jammed. Several attempts were made to pair inpen, every time app displayed, dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. The injection button was removed and no dust / debris under the dose button or dose knob noted inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. A battery test was performed and battery measured 2.7 volts. Inpen was cut open and after inspection evidence was found that the encoder pattern wheel tabs rotating and intermittent traveling off the keyed slots of dose nut guides. Also excessive plastic shavings contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: it was determined contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inpen not to pair or inaccuracies. In addition the customer complaint of inpen dose dial getting jammed was confirmed from destructive analysis by an encoder base bond failure and contamination. However, unable to verify dose log anomalies complaint due to misalign encoder pattern wheel rotating and traveling against the walls of the dose nut. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.